Event description:
It was reported that a spectrum pump had no audio output. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition which was reproduced. The reported symptom was confirmed and caused by a failed speaker. The rear case which contains the speaker was replaced.